Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirting out while priming and it gives the no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No delivery or occlusion alarm, no failed battery test alert and no prime or fill anomaly during test noted.